Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that bubbles entered into the patient's eye and obstructed the surgeon's view during a cataract procedure. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A review of the device history record (DHR) indicated the order was built to specification. The returned sample was visually inspected and no obvious defects were found. The sample was then functionally tested and was primed and tuned successfully. No leakage occurred during testing. The sample was able to reach a maximum vacuum within specification and the irrigation and aspiration flow rates were also within specification. The sample passed functional testing. The root cause of this customer's complaint could not be established as the returned sample met specifications. (B)(4).